Manufacturer narrative:
Site representative (B)(6) declined to provide patient information. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 software analysis was unable to determine probable cause with the information provided. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial resection procedure, their navigation system cranial 3.0.1 software became unresponsive during the navigation task. No further details regarding the behavior were provided. In trouble-shooting, re-booting the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.